Manufacturer narrative:
(B)(4).

Event description:
It was reported that "after insertion of the catheter, the user disinfected the arterial line with disinfectant cotton and connected to the dialysis circuit very carefully not to put excessive force on the connecting part. Next day, at removal of the catheter, when the user attempted to detach the arterial line from the dialysis circuit, the luer hub got broken. The venous line was detached without problem. No injury to the patient occurred." Replacement was not required. There was no medical intervention required. The patient's current condition is reported as "fine".